Event description:
Medics connected the device to a person diagnosed in cardiac arrest. The pt was described as ashen in color and having a cool body temperature. The operator attempted to perform two automated ECG analyses. The device allegedly failed to complete the analyses for no apparent reason. A short while after the second attempted analysis, the device allegedly displayed a check electrodes alarm. An ambulance service subsequently arrived and diagnosed the pt as asystolic. Resuscitation efforts were subsequently stopped. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on a assessment of the pt's condition.